Manufacturer narrative:
Concomitant product: model number: 1201. Serial number: (B)(6). Model description: tined lead. Unique identifier (UDI): (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, infection, pain, abdominal and undesired sensations, stimulation-related were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator was in the emergency department with complaints of abdominal pain and a shocking sensation throughout their body. The patient turned their stimulation off. The patient went back to the ed and was diagnosed with a kidney infection and possible kidney stones. They were started on antibiotics by the physician. There were no known device issues. The patient turned their stimulation back on. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was in the emergency department with complaints of abdominal pain and a shocking sensation throughout their body. The patient turned their stimulation off. The patient went back to the ed and was diagnosed with a kidney infection and possible kidney stones. They were started on antibiotics by the physician. There were no known device issues. The patient turned their stimulation back on. There were no additional patient complications.